Event description:
The screw was found broken during removal surgery. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings and specification. The visual inspection revealed the cross section surface shows no irregularities what indicates material conformity to the specifications. It is possible that mechanical overloading may have caused the breakage of the screw head. No product fault could be detected... As no detailed clinical information is available, we can only assume that mechanical overloading due to insufficient bone healing or removal procedure may have caused the breakage. The complaint has been determined to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.